Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, then resumed insulin use.